Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation and the evaluation found the nozzle was found with foreign objects due to insufficient cleaning, adhesive on bending section cover or distal sheath (a-rubber) has a chip, adhesive on a-rubber has white-clouded are, due to clogging of nozzle, water removal ability does not meet the standard value, adhesive around objective lens is peeled, light guide lens has a scratch, distal end has a scratch, connecting tube has a scratch, connecting tube has a wrinkle, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, control unit has discoloration, forceps elevator lever has a scratch, switch box has a scratch, universal cord has a scratch, and the suction-connector has a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had an angulation malfunction. The device was returned for evaluation. During the device evaluation, the nozzle was found with foreign objects due to insufficient cleaning. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The customer did not presoak the endoscope in the detergent solution, the air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.